Manufacturer narrative:
Device is a combination product.

Event description:
Promus premier china clinical study. It was reported that the patient died. In (B)(6) 2019, the index procedure was performed. The first target lesion was located at the distal right coronary artery (rca) extending up to mid rca with 100% stenosis and was 38 mm long, with a reference vessel diameter of 2.5 mm. The lesion was treated with predilation and placement of 2.50x38mmpromus premier study stent. Following post-dilatation, the residual stenosis was 0%. The second target lesion was with 100% stenosis and was 38mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of 2.75x38mm promus premier stent. Following post-dilatation, the residual stenosis was 0%. The third target lesion was with 100% stenosis and was 38mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of 3x38mm promus premier stent. Following post-dilatation, the residual stenosis was 0%. The subject was then discharged on aspirin and clopidogrel the day after. In (B)(6) 2019, the subject died.